Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and left a message alleging that the pump was possibly leaking. The patient did not allege any harm or injury because of the reported issue. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. At this time, it is unclear if the leaking was due to a cartridge and/or tubing issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had a leakage issue. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury. Also, it is unknown if the leakage issue was cartridge and/or tubing related.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.